Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet user experienced a no-display condition on the pump despite a blue indicator light and recent swimming, and the device was replaced. Symptoms included hyperglycemia up to 300 mg/dl without loss of consciousness, dka, or other acute sequelae. Outcomes included temporary interruption of automated insulin delivery with use of backup subcutaneous insulin via pens and no medical intervention or hospitalization. Investigation included customer troubleshooting, confirmation of power indicator with unresponsive touchscreen display, and coordination of device replacement and data return instructions. Investigation of this device revealed a screen/display malfunction consistent with a hardware failure of the touchscreen/display assembly, with no associated alerts or alarms and continued cgm use via mobile app. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or mechanical failure of the display subsystem.